Event description:
Upon arrival pt found supine on floor. Pt was in v-fib after period of shocks and med, pt went into asystole. Pacer pads attached to pacer, turned on rate changed but miliamps would not go up or change.